Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it is reported that during the prep the protege everflex was difficult to flush. The physician delivered the stent to the lesion site and attempted to begin deployment. The stent would not deploy. The device was removed without issue and another unknown stent used to complete the procedure. There is no reported injury to the patient. The returned device exhibited partial deployment. It is unknown if the partial deployment occurred in vivo or in vitro. Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation without any ancillary devices or cine images from the procedure. The distal cell of the stent was exposed beyond the distal edge of the outer sheath. The clear flush line exhibited a clear fluid residue consistent with a saline flush. The exposed struts of the stent exhibited a dried blood residue. The grey tapered tip of the inner exhibited a witness mark at the crest of the of the double-taper. The lock-mechanism thumb-screw was loosened and the stent lumen (between the inner shaft and outer sheath) was flushed with tap water. A 0.035 inches test guidewire was loaded through the guidewire lumen without complication. The loaded device was staged in a deployment force test fixture. The stent deployed with 0.88 lbs. Of force. The design specification is equal to or less than 3.0 lbs. For deployment force.